Manufacturer narrative:
H.1. Type of reportable events: serious injury. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
Material no. 383510, batch no. 9227579. It was reported that during use of the nexiva 24 ga x 9/16 in single port one of the nurses was stuck by the needle when trying to extract the exposed needle from the nexiva port which was stuck in the IV port. The following information was provided by the initial reporter: the injury resulted when the nurse was trying to remove the male end of the vacutainer holder from the nexiva female port. The luer slip end typically gets stuck in this port, and the vacutainer holder luers off, leaving the internal needle fully exposed to the nurse. Two nurses then tried to extract the exposed needle from this nexiva port, which was contaminated with patient blood, and one of the nurses was stuck by the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 383510, batch no. 9227579. It was reported that during use of the nexiva 24 ga x 9/16 in single port one of the nurses was stuck by the needle when trying to extract the exposed needle from the nexiva port which was stuck in the IV port. The following information was provided by the initial reporter: the injury resulted when the nurse was trying to remove the male end of the vacutainer holder from the nexiva female port. The luer slip end typically gets stuck in this port, and the vacutainer holder luers off, leaving the internal needle fully exposed to the nurse. Two nurses then tried to extract the exposed needle from this nexiva port, which was contaminated with patient blood, and one of the nurses was stuck by the needle.